Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon pressure could not be detected. The target lesion was located on the carotid artery. A encore 26 mt single 15105 was selected for carotid artery stenosis procedure. During the procedure, it was found that the balloon pressure could not be detected. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure.